Event description:
The user facility reported that during preparation for a speech therapy procedure, the visera elite ii video system center displayed error code e333 (touch panel error); however, the device was used to complete the intended procedure without any delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is in process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code e333 due to a defective touch panel. The specific root cause of the defective touch panel could not be determined at this time. According to the instruction manual, section 10.2 troubleshooting guide: ¿code: e333. Error message: touch panel error. Possible cause: the video system center has broken down. Solution: immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.